Event description:
Procedure: anterior resection. According to the report: the customer reports that following the procedure, anastomosis by double stapling technique, the surgeon performed a negative insufflation test-intact donuts. Twelve hours post-operatively, there was brisk arterial bleed from the staple line (hemorrhage). The pt was sent back to the or, and intubated to fix the bleed. The pt recovered. There is no sample available for evaluation.